Manufacturer narrative:
The system was explanted and returned for analysis. Visual analysis of the returned devices did not find any anomaly. The devices were functionally tested and analyzed. The devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no nonconformities were found.

Manufacturer narrative:
The device was explanted and will be sent back to nevro for evaluation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
The patient reported to nevro of weakness in legs six months after implant and was explanted three months later. There have been no further reports of complications.